Event description:
Unomedical reference number 1650872. Event occurred in the united states. It was reported that the patient faced an issue with the infusion set as its tubing was constantly catching onto the surroundings and was being pulled out due to which she experienced high blood glucose level. Therefore, they took tea but could not resolve it. On (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 385 mg/dl. While in the hospital, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6), 2023 the patient was released from the hospital with no permanent damage. No further information available.